Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was exercised for 24 hours without any delivery interruptions occurring. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(4) 2013 alleging that the patient experienced high blood glucose levels throughout the weekend. The reporter indicated that the site was changed out but the blood glucose levels continued to rise. The reporter indicated that the patient went to bed and wok up with normal blood glucose levels but blood glucose levels quickly elevated. The supplies were changed and blood glucose levels were still elevated to 20.9mmol with vomiting and positive ketones. The pump settings were confirmed to be set correctly and there were no associated alarms. This report is made based on the allegation that the patient experienced hyperglycemia associate with the implied allegation that the pump was not functioning appropriately.